Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient who was receiving dilaudid with concentration 30 mg/ml at a dose rate of 2.996 mg/day via an implantable pump for non-malignant pain. It was reported that post-operation regarding a pump replacement, the pump became exposed at the pocket site. It was further indicated that there were issues with pump pocket healing up properly. It had never fully healed since replacement surgery in (B)(6) 2020. The date (B)(6) 2020 is considered an approximate date of event (month and year known only). There were no issues with the pump; however, it was slightly exposed at the pocket site. The physician was wanting to replace pump and catheter to avoid possible infection. It was noted that there were no environmental/external/patient factors that may have led or contributed to the issue. No diagnostic tests or troubleshooting was performed. The physician had been monitoring the pocket site and managing accordingly to avoid infection / migration. The issue was not resolved at the time of the report. No surgical intervention occurred but was scheduled to occur on (B)(6) 2020. The patient was without injury regarding their status at the time of the report. Other medications (oral, etc.) The patient was receiving at the time of the event was unable to be obtained. The patient¿s weight and medical history was noted as having been requested but was unknown / would not be made available. It was noted that the hcp had no further information regarding the event. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep on 2020-may-06. It was reported that the pump was replaced on (B)(6) 2020 and the pocket was revised. It is ¿too soon to know¿ if the event has been resolved, as ¿new pocket needs time to heal.¿ the device will not be returned, as nothing was wrong with it and it wasn't the reason for the case. No further complications were reported.